Event description:
The customer reported a bloody leak at the transport and aspiration module of the unicel dxh 800 cellular analysis system. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/14/2015. The fse found that the probe wash collar was misaligned and was causing the leak. The fse realigned the probe wash collar, which repaired the leak. The repairs were verified per established procedures. (B)(4).